Manufacturer narrative:
Unit received with moisture damage at connector pins. Unable to perform functional test due to contamination at connector pins.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 130 mg/dl and current blood glucose was 154 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. Customer also stated that bolus was suspended low. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.